Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant products: carto 3 system (serial #10373, model# m-4800-01), stockert (serial # (B)(4), model#unk ), cool flow pump (serial # (B)(4), model# m-5491-02 ), lasso nave eco catheter (lot# and model# unknown ¿ disposed of). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter (lot and model number unknown) and suffered a cardiac tamponade which required pericardiocentesis and hospitalization. The patient¿s medical history is unknown. During the ablation phase of the procedure, a bwi onsite field representative who was present at the procedure, notified the physician that he was ablating in a posterior manner in the coronary sinus (cs) and that the force reading was increasing. A couple of minutes later the anesthesiologist noticed a decrease in the patient's blood pressure. An intracardiac echocardiography (ice) confirmed that there was a perforation. Pericardiocentesis was performed to remove approximately 300 ml of fluid. The patient was hospitalized for a day in the critical care unit (ccu). The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.